Manufacturer narrative:
On may 15, 2023, mentor received the device for evaluation. On may 22, 2023, mentor completed a visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was found to be ruptured. As the authorization form for examination was not received the product evaluation lab couldn't identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause an implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 59-year-old caucasian female patient underwent a primary breast augmentation surgery with 500cc mentor memorygel breast implants. Post-operatively, the patient experienced bilateral rupture of her prostheses, which was confirmed during a physical exam. As a result, the patient underwent removal surgery on (B)(6), 2023. This report is for the left implant. Refer to manufacturing report number 1645337-2023-05339 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).